Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 35mm amplatzer cribriform occluder was selected for implant. After the device deployed, the discs were observed to be contacting strongly with the patient's atrium structure. The device was removed and exchanged for a smaller, 25mm amplatzer cribriform occluder (lot number: 6627119). The second device was unable to be deploy in its intended shape in the right atrium. The device would not reform to the original shape and was removed and exchanged for another 25mm amplatzer cribriform occluder (lot number: unknown). The patient remained hemodynamically stable throughout the procedure and no patient consequences were reported.